Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 23mm sapien 3 valve, there was a loss of inflation volume. A new inflation device was used to complete the valve inflation. The valve was deployed too aortic and pvl was observed. The valve was post-dilated with additional inflation volume, but the pvl remained. A second valve was successfully implanted. At the end of the procedure, the patient had an embolic cerebrovascular accident.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report no: 2015691-2016-00652. The delivery system was not returned to edwards for evaluation. Visual, dimensional and functional analyses could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed. There is insufficient information to determine the root cause for the complaint. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required at this time.